Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical site (B)(4) , patient (B)(6) was implanted with advance sling on (B)(6) 2010. On (B)(6) 2010, the physician reported mild dysuria. The physician stated that the event was related to the device. No medical intervention was taken. Event was stated to be continuing. Additional info received on (B)(6) 2010 indicates that this pt developed a urinary tract infection that was treated with the medication ofloxacin and spasfon.